Event description:
It was reported that changes in impedance and capture were noted. Lead fracture was observed via fluoroscopy. The lead was explanted.

Manufacturer narrative:
The reported lead fracture could not be confirmed in the laboratory. A partial lead was returned cut in two segments. X-ray analysis of the lead did not find any lead fracture. The damage found was sustained during the surgical procedure. The lead was otherwise normal.